Manufacturer narrative:
System was operational at time of evaluation.

Event description:
Customer reported the panorama central station shut down which may have affected telemetry monitoring. No pt injury was reported.